Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of the system revision due to infection. Reportedly, the physician tried to place the implantable product in the coronary sinus. However, due to being damaged by the laser lead extraction, the blood vessel branch was not inserted of the new implantable product. No adverse patient effects were reported. The crt-d was explanted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of the system revision due to infection. Reportedly, the physician tried to place the implantable product in the coronary sinus. However, due to being damaged by the laser lead extraction, the blood vessel branch was not inserted of the new implantable product. No adverse patient effects were reported. The crt-d was explanted.